Manufacturer narrative:
The stent delivery system was returned for analysis. A visual examination confirmed that the stent had become detached from the balloon and was not returned to the cis (complaint investigation site). The stent protector was not returned with the device. Crimp marks from the stent were evident on the balloon material. The maximum stent profile recorded was within specification. The stent crimp force, crimp temperature and crimp duration for the device were also reviewed and fall within the specified range. The bumper tip of the device was damaged at the distal end of the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found two kinks along the hypotube shaft length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 28x2.25mm target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 2.25x28mm promus element &#10244;rug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent was dislodged inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 28x2.25mm target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 2.25x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent was dislodged inside the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.